Event description:
In 2005, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2008, this pt presented with a ruptured aneurysm. An attempt to reline the devices was made; however, the pt expired on the table. The cause of death was aneurysm rupture.

Manufacturer narrative:
Due diligence was performed to obtain info to complete all blank required spaces on this medwatch. A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other related devices include: pxt261416, trunk ipsilateral leg component. Devices used in attempt to treat ruptured aneurysm: pxt281216, trunk ipsilateral leg component; pxt281412, trunk ipsilateral leg component.